Event description:
Boston scientific received info that this atrial lead was explanted one day post implant due to dislodgement. The physician stated he thought the lead too short which resulted in the dislodgement. No adverse pt effects were reported.